Event description:
Pt reported she went to the doctor initially due to left knee pain and reported acl surgery 10 yrs prior. Pt received 1st bilateral orthovisc injection in (B)(6) 2012. Post injection pt reported pain on both knees. The pt received the 2nd bilateral injection in (B)(6) 2013 with no improvement to the left knee and increased pain to the right knee. The pt reported pain and numbness in the toes (right). The pt received a cortisone shot, offered relief but at a later date the pain is severe and is experiencing numbness in the toes again. The pt reported initially after each injection, no fever, swelling, or edema, x-ray not show bone to bone.

Manufacturer narrative:
The device was not available to be returned and the lot number is unk. No further eval or investigation is possible.